Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her reason for calling was because she was unable to turn off stimulation. The patient stated that her healthcare provider (hcp) tried to turn the ins off using the patient programmer (pp), but was not successful. The patient stated that her healthcare providers (hcp's) office notified a manufacturer representative (rep) of the issue, but the patient stated that she had not heard back from a rep. The patient later in the call, noted that the pp had powered on at the hcp office on (B)(6) 2019. During the call, the patient reported that the pp would not power on. The patient stated that she has rayovac high energy batteries in the pp. Patient services reviewed the recommended battery type. The patient replaced the pp batteries with panasonic, non-rechargeable batteries and confirmed the pp powered on. Once the pp powered on, the patient confirmed that the ins was on and stimulation was set to 2.0v. Patient services educated the patient on how to turn the ins off, and the patient confirmed that the ins was turned off. Troubleshooting resolved reported issue. During the call, th e patient stated that the reason her ins was implanted was because her "bladder was spasming." During the call, the patient mentioned that she's been having "other problems" when the ins was turned on. The patient explained that she was not getting the urgency to go to the bathroom until it was too late. The patient stated that this started right after she had surgery on (B)(6) 2019, and that the surgeon was "looking at the bladder and did some other stuff." The patient stated that her hcp determined she didn't need the ins anymore, and advised the patient to turn it off and monitor her symptoms. No further complications were anticipated/reported.